Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during drain 1 of 3. The home patient (hp) stated that they were not connected and the bed was wet. The hp thought that they had a loose connection on the transfer set or patient line. Gts assisted the hp to close transfer set and aseptically secure minicap to exposed transfer set. The hp cycled power and the hc read system error 2367. Per the troubleshooting performed by the gts, the hp reported the patient was not connected at the time of the alarm. The hp stated the patient line did not have a secure connection. The hp stated there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The hp stated they will not provide samples for further evaluation. Gts explained alarm and advised to dispose of supplies. The hp would skip therapy for that night and call her peritoneal dialysis registered nurse the next morning. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed; per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the transfer set and the patient line, which is a use error. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.